Event description:
Customer fell while using the walker. The walker legs buckled just above caster. No injuries were reported.

Manufacturer narrative:
Walker shows a little wear. The walker seat is broken and has been taped to the frame. Both legs of the walker are bent indicating the user applied a force that exceeded the walker's weight capability.